Manufacturer narrative:
Device is a combination product. Promus premier ous mr 2.50 x 28 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage with struts on the proximal end lifted and bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-jun-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous and highly calcified mid to distal right coronary artery. Initially, a non-bsc guidewire was inserted to cross the lesion and pre-dilation was performed with a non-bsc balloon. Following pre-dilatation, a 28 x 2.50mm promus premier drug eluting stent was advanced but failed to cross the lesion. Subsequently, dilation was done at high pressure and after post-dilation, the lesion was stented with another stent and the procedure was completed. There were no patient complications reported and patient's status was stable. However, returned device analysis revealed stent damage.